Event description:
A cormet optimom device was revised after 9 years, 3 months, due to pain.

Manufacturer narrative:
(B)(4). Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records to be reviewed. Please note: this event is reported to the FDA due to the incident experienced to a part that is similar to a medical device that was placed on the market in the USA. However, this was coupled with a thr with a large diameter mom head, the combination of which is not placed onto the USA market (incident was outside of the USA).